Event description:
The manufacturer received information alleging that a device did not meet the acceptance criteria of the evaluation process for critical errors. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error 193 was found on the error logs. This indicates a internal battery permanent failure that may impact therapy.